Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
Customer states that he attempted to obtain a reading, but received an error message; therefore, customer guessed that his reading was "about 300 mg/dl" so he estimated on the amount of insulin to administer to himself as 6 units. Customer then passed out about 15-20 minutes after taking the insulin. Customer was unconscious for about 30 minutes. Customer states that his wife treated him with sugar in his mouth, and the within 30 minutes he became conscious. Customer states that he had no normal food or drink that day, nor physical activity. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The lay user/patients product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.